Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The patient that on (B)(6) 2016 at 8:16 am she developed symptoms of ¿sweating, tongue is numb and was shaky¿. In response to the symptoms the patient reportedly tested her blood glucose with the subject meter 3 minutes later and obtained readings of ¿7.7 and 3.1 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. During the follow-up call, the patient claimed she treated herself with soda 1 minute after obtaining the result of ¿3.1 mmol/l¿. During the follow-up call, the patient informed the csr that she tests her blood glucose 8-10 times a day and that her normal blood glucose range is between ¿6.0 to 10.0 mmol/l¿. The patient stated that she manages her diabetes with lantus insulin (fixed dose twice daily at 9:00 am and 9:00 pm) and novorapid insulin (taken with each meal; dose adjusted on sliding scale based on blood glucose results, carbohydrate count and activity for that time of day). Prior the onset of symptoms, the patient claimed she last tested with the subject meter a couple of hours earlier that day at 6:56 am. The patient claimed a blood glucose reading of ¿11.1 mmol/l¿ was obtained which was ¿about 1 point higher than expected¿ however she stated no action was taken as a result. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.